Manufacturer narrative:
E1: patient city: (B)(6), patient country: brazil.

Event description:
Unomedical reference number (B)(4). Event occurred in brazil. On (B)(6) 2024, it was reported that the patient's blood glucose elevated to 335 mg/dl and got hospitalized due to diabetic coma. The patient was hospitalized for one day. The patient also reported that insulin flow blocked which leads to high blood glucose levels. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted expiration date under d4 and manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated for record complaint (B)(4) on 30-jul-2025. Complaint investigation: the reference samples cannot be tested because there was no specific malfunction to investigate. Device history record (DHR) review: the lot 5420046 was manufactured according to the document work instruction (wi) version 74 on the packing process in the machine 08 and 12, on 06-mar-2023, with a total of (B)(4) units. Trending: a query was run in database on 30-jul-2025 against harm code diabetic coma or emergency advanced life support to prevent life threatening deterioration, malfunction code malfunction cannot be determined and lot 6003679 and no more complaint has been registered in database for the same lot, harm code and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production, only one complaint received on the lot in question and harm code, the test on reference samples were not tested since a no malfunction related to the infusion set was reported, therefore no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities. .

Event description:
To date no additional patient or event details have been received.